Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent dislodgement occurred. A 5.00mm x 20mm veriflex¿ stent was selected. During preparation, the technologist removed the protective sleeve covering of the stent and handed the device to the physician. The physician noticed that the stent was not in the balloon. The technologist noticed the stent remained in the protective sheath. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a liberte sds with stent, product mandrel, and protective tubing. The stent was detached and protruding from the protective tubing 8mm, which was over the product mandrel; as received. The balloon was tightly folded with the stent impressions. The stent was removed from the protective tubing with no resistance. Microscopic examination presented no damage or irregularities in the stent and stent protector. The inner diameter (ID) of the balloon protector was measured at the distal and proximal ends and the measurement met specification. Device analysis determined the condition of the returned device was consistent with the reported information. Inspection of the device revealed no damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 5.00mm x 20mm veriflex stent was selected. During preparation, the technologist removed the protective sleeve covering of the stent and handed the device to the physician. The physician noticed that the stent was not in the balloon. The technologist noticed the stent remained in the protective sheath. The procedure was completed with a different device. No patient complications were reported.